Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by replacing the cartridge. The customer changed the infusion set and cartridge and resumed insulin.